Manufacturer narrative:
Date of event is estimated. During the processing of this incident, attempts could not be made to obtain complete patient, device, and event information.

Event description:
It was reported that the patient's cervical system had an infection. As a result, surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue. The infection has resolved.